Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cellulitis and contracture, {baker grade unknown]."

Event description:
Patient reported a left side cellulitis and contracture, baker grade unknown. Device was explanted.

Event description:
Manufacturer of the device is unknown.